Event description:
Customer received an erroneous sodium result. Issue occurred one time for one patient sample. Initial result was 129 mmol/l, repeated on an integra 800 gave 144 mmol/l. Initial result sodium result was not reported, no patients were treated based on erroneous results. Sodium electrode lot # could not be provided. The field service representative did not find a cause. He ran performance checks and verified proper ise functions. Customer ran calibration and qc.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.